Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had an power error detected. Customer blood glucose value was unknown at the time of the incident. The customer stated that they were not able to successfully clear the alarm. Customer was unable to complete pump rewind. Customer also stated that the flashing light stop immediately. The device will be return for analysis.